Event description:
It was reported that during a superficial femoral artery angioplasty treatment procedure, the balloon of the ultra-thin sds balloon catheter detached from the catheter. The balloon was successfully snared out of the pt. No pt injuries or complications were reported. Pt status is reported as "fine." Additional info has been requested regarding this event.

Manufacturer narrative:
The device has been rec'd for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is completed.